Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor was performing a vertical gastrectomy (gastric sleeve) and the doctor noticed the bleeding of over 500ccs 24 hours after the procedure. They performed an exploratory laparoscopy to find the cause and cauterized the bleeding. The patient was hospitalized for two more days.